Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient on day 18 of impella 5.5 support had a gastrointestinal bleed and systemic heparin was stopped. On day 23 of impella support, impella in aorta alarm occurred. The impella was turned down to p2 and the doctor repositioned the 5.5 at bedside. After repositioning the impella, alarms briefly resolved, and flows increased from 3.5 to 4.8 on p7. Shortly after, the patient became more tachypneic. The patient complained of a headache and blurry vision. A code stroke was called. The doctor was at bedside and patient was intubated for respiratory distress. The doctor noted asystole on echocardiography and a code was started. The impella decreased to p2, and compressions initiated, return of spontaneous circulation achieved. Patient received three units of packed red blood cells and one unit of platelets. Vasopressor and inotropic medication started. Post code, the impella continued to have alarms with correct positioning. Pump failure was suspected. The doctor made the decision to explant impella and cannulate for extra corporeal membrane oxygenation. The next day care was withdrawn and the patient expired.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Vascular damage peripheral: data logs are not relevant to the complication and product was not returned for investigation. Clinical details provide limited information as to what could have caused the bleed and when it resolved. Due to limited clinical details and product not being returned, the root cause of the vascular damage could not be determined. Saturated flow: data logs were reviewed and the saturated flows were confirmed on 12/14. Leading up to this, there was a clear trend up in the placement signal (ps) while the motor current steps down. This is followed by pump flows trending down while the p-level remained constant. When pump flows got to their lowest, suction alarms started to trigger and the user dropped the p-level. Then shortly after, there is a sharp motor current spike and severe drop in motor speed without a change in p-level. This is followed by elevated motor current and sustained saturated flows for the majority of the remaining support. These are all indications of biomaterial ingestion. This is supported by the clinical detail that after the gi bleed on 12/12, heparin was put on pause. Product was not returned for investigation. Based on clinical details and data log review, the root cause of the saturated flow was determined to most likely be biomaterial. Optical signal issue: based on the findings of data log review, the optical signal issue failure mode had to be investigated. The impella position in aorta alarms were confirmed. Very shortly after a motor current spike and drop in motor speed, the first alarm triggers. At the time of the mc spike, snr, contrast, and gain all have sudden drops that all recover immediately. Based on the finds that the root cause of the saturated flows was biomaterial and that clinical details reported position was confirmed with echo, the biomaterial likely caused the trigger of the positioning alarms as well. When the biomaterial got ingested into the cannula, it likely reduced the pulsatility of the pump flow, causing the algorithm to believe the pump was in a single heart chamber. Product was not returned for investigation. Based on clinical details and data log review, the root cause of the optical signal issue was determined to most likely be biomaterial. Stroke: "strokes/cvas can occur during or after impella support, and can be either ischemic or hemorrhagic. To make a determination as to the cause of the stroke, the following clinical information must be considered: patient's medical history, including any previous strokes, cardiovascular disease, or risk factors such as hypertension, diabetes, or atrial fibrillation; timing of the stroke in relation to impella support (during or post-implant); detailed description of the symptoms experienced by the patient; neurological examination findings and any focal deficits observed; diagnostic imaging results, such as CT scan or MRI of the brain, to identify the type and location of the stroke (ischemic or hemorrhagic); laboratory test results, including coagulation profiles and cardiac markers; any relevant procedural or device-related factors, such as duration and settings of impella support, presence of embolic protection devices, or any documented procedural complications; response to any previous anticoagulation or antiplatelet therapies. Evaluation of potential alternative causes of stroke, such as arrhythmias, embolic sources, or underlying vascular pathology; as this clinical information was not provided, the true root cause of the stroke/cva could not be determined.¿ a review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Manufacturer narrative:
The investigation into vascular damage - peripheral vessel, saturated flow, and stroke/cva has been completed. Based on clinical details and data log review, the root cause of the saturated flow was determined to most likely be biomaterial. As this clinical information was not provided, the true root cause of the stroke/cva and vascular damage - peripheral vessel could not be determined b2 date of death was omitted from manufacturer device report 1220648-2024-25183. E4 should have been left blank on manufacturer device report 1220648-2024-25183. H6 health effect - clinical code 1770 was omitted from manufacturer device report 1220648-2024-25183.